Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr performed the patient circuit calibration and tightened the adjust knob. The fsr performed the 2k preventative maintenance. The unit meets manufacturer specifications.

Event description:
The customer reported that the end-user not able to achieve a mean airway pressure (map) higher than 8.8 cmh2o as the ventilator would just "dump". The limit knob was "maxed" out. There was no patient harm/injury. The patient was switched to another ventilator.